Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, peri-implantitis, immediate loading (B)(6) are same patient.